Event description:
It was reported that the cutter tool stuck in handpiece and was difficult to be removed. The cutter was in good condition and it broke during use. No fragments detached. There was no patient impact.

Manufacturer narrative:
H3: product analysis found the shaft was broken 1.97 inches (from the break point to proximal end of the bur tang) upon return. Only proximal portions of the device, including the bur tang, were returned and there were striations on the shaft and bur tang. The outside diameter of the bur tang shall be 0.0580 +0.0000/-0.0010 inches, and the actual measurement was 0.0577 inches which was in specification. The outside diameter of the bur tang lip shall be 0.018 ± 0.001 inches, and the actual measurement was 0.019 inches which was in specification. The device failed functional testing due to the damaged condition upon return and the inability to load the device into a handpiece. The complaint was confirmed, due to an out of specification condition. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.